Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the tip of the vlift screwdriver inner shaft was confirmed visually to be broken and not functional. Manufacturing records were reviewed and no anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. A delay of 2 hours was reported. According to the surgical technique the expander should be assembled perpendicular to the implant and the expander should be turned counterclockwise to expand and clockwise to reduce the height of the implant if removal is required. It could not be confirmed if the surgeon followed these steps. The exact cause could not be determined without further information and is likely multifactorial. Conclusion: the exact cause could not be determined without further information and is likely multifactorial.

Event description:
It was reported the surgeon wanted to remove an upper plate on the corpectomy cage, so he screwed on the shaft onto the implant and at that time, the inner shaft fractured making impossible to continue the surgery with the same device, as the screw thread was and could no longer be screwed into the implant. This led to 2 hours delay in surgery to complete the surgery with another vlift kit.

Event description:
It was reported the surgeon wanted to remove an upper plate on the corpectomy cage, so he screwed on the shaft onto the implant and at that time, the inner shaft fractured making impossible to continue the surgery with the same device, as the screw thread was and could no longer be screwed into the implant. This led to 2 hours delay in surgery to complete the surgery with another vlift kit.